Event description:
It was reported that pre op to an unknown procedure, the obturator would not go into the trocar during set up. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.